Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red,raised. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removal of lifevest for the skin irritation.outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.